Event description:
In 2006, device was installed. Some difficulty placing power PICC. During injection of contrast, the lumen split open outside the pt. The injection module did not read. A spike in pst reading and contrast was given at appropriate rate. Injection 5 ml/sec at 252 psi lot# was pulled from inventory.